Manufacturer narrative:
B4:(B)(6)2021 the fse replaced the power supply and the device successfully passed performance specification testing after the repair was completed.

Event description:
It was reported to philips that the device would not power on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.